Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer reported an issue with the cell-dyn analyzer. Abbott field service engineer inspected the instrument and found a cut in the welding of the cables where they are attached to the waste sensor tips. The welding was replaced to resolve the issue. No impact to patient management was reported.